Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to urethral atrophy. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).